Event description:
Patient was admitted to the hospital with diabetic ketoacidosis, complaining of upper and lower respiratory distress. Her blood glucose level was 500 mg/dl upon admission. An examination of the pump by the sales rep. At the hospital showed it to be in good working order with no history of alarms. The humalog insulin in the cartridge was cloudy. The patient was given insulin intravenously and put back on the pump when released.